Manufacturer narrative:
E1 - phone: (B)(6). H3 - device evaluated by mfg?: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue rhino dilator included in the ciaglia blue rhino percutaneous tracheostomy introducer set advanced over the safety ridge of the white guiding catheter during a tracheostomy procedure for a 54-year-old, female patient. During placement, the guide catheter failed to stop the front end of the blue rhino dilator, and after applying force, the safety ridge passed through the front end of the blue rhino. A new like-device was used to complete the procedure successfully. A video provided by the customer confirms the blue rhino passing over the safety ridge of the white guiding catheter. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex g. Additional information: d9. Investigation ¿ evaluation: it was reported that the blue rhino dilator included in the ciaglia blue rhino percutaneous tracheostomy introducer set advanced over the safety ridge of the white guiding catheter during a tracheostomy procedure for a 54-year-old, female patient. During placement, the guide catheter failed to stop the front end of the blue rhino dilator, and after applying force, the safety ridge passed through the front end of the blue rhino. A new like-device was used to complete the procedure successfully. A video provided by the customer confirms the blue rhino passing over the safety ridge of the white guiding catheter. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), and quality control procedures, as well as a functional test and dimensional verification of the returned device, were conducted during the investigation. One used device was returned to cook for evaluation. A functional test found that there was little resistance when advancing the blue rhino over the white guiding catheter bump. Dimensional verification confirmed the blue rhino dilator was within specification. The white guiding catheter bump failed dimensional verification and was confirmed to be out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots did not reveal any quality control discrepancies. A complaint history search did not identify any other events associated with the reported device lot. Thirteen additional final lots containing the same relevant raw material lots were reviewed; no other complaints or related quality control discrepancies were found from these lots. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The affected component is from a supplier. Cook requested a supplier investigate for this occurrence. The supplier reviewed two device history records found that 3 devices from the relevant subassembly lots did not pass quality control inspections; however, the affected products were scrapped. The supplier reported that relevant quality control procedures were followed. The supplier was unable to determine a root cause for this occurrence. Cook does not supply the IFU for this device lot. Based on the available information, inspection of the returned device, and the results of the investigation, cook concludes that supplier manufacturing and quality control deficiencies contributed to this failure. The device failure analysis confirmed the guiding catheter bump is out of specification. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.